Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 20:27:56. During night drain cycle five, the patient's ultrafiltration reading was 2214ml, indicating the home patient (hp) drained 2214ml more than their maximum programmed fill volume of 1700ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was false empty detect at initial drain and initial-drain alarm volume was met. If additional relevant information becomes available, a follow up will be submitted.